Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient therefore an evaluation of the device cannot be performed. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require revision surgery due to a large cyst under the talus, raising concerns about the talus being unconstrained. The patient will require a staged subtalar fusion prior to the implant. Additionally, a spect scan revealed that the patient¿s tibial tray is completely loose, and serial x-rays show a complete pitch change in the tibial component.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require revision surgery due to a large cyst under the talus, raising concerns about the talus being unconstrained. The patient will require a staged subtalar fusion prior to the implant. Additionally, a spect scan revealed that the patient¿s tibial tray is completely loose, and serial x-rays show a complete pitch change in the tibial component.

Manufacturer narrative:
Correction to g1(reporting contact) and h6(method code). The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the provided CT scan shows, that there is a clear loosening and subsidence of the tibial component. Therefore all mentioned clinical findings can be confirmed. The underlying cause is very likely poor bone substance and therefore a patient related factor. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.